Manufacturer narrative:
(B)(4). Device code: 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Device code 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that new sensor prompt occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause could not be determined. The reported event of a new sensor prompt is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.